Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 50mm ruptured thoracic aneurysm. The patient presented emergently with hematemesis where CT showed the ruptured thoracic aneurysm. It was reported during the index procedure, vamf3228c150te was fully deployed successfully in the descending aorta but when attempting counterclockwise rotation for tip capture, the release handle could not be rotated normally. The physician had to apply significant force to achieve only a slight counterclockwise rotation for tip capture, and the tip capture release handle could not be retracted. After several additional attempts with greater counterclockwise force, a clear cracking sound was heard from the rotating release handle, accompanied by a slipping sensation. After that, the tip capture release handle could be smoothly retracted. Per the physician the cause was undetermined. No additional clinical sequelae were reported, and the patient is fine.